Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 252 mg/dl. It was also reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved itself customer successfully loaded existing cartridge with existing needle. Customer¿s blood glucose level was 150 - 160 mg/dl.